Event description:
It was reported that the radio frequency (rf) head on the programmer was unable to interrogate the patient's device. The caller powercycled the programmer multiple times but was still unable to interrogate. The rf head will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).